Event description:
It was reported that the patient experienced low blood glucose overnight with a reported value of 60 mg/dl, after repeatedly announcing ¿more than usual¿ for dinner, which was explained to the contact as likely driving the algorithm to reduce insulin needs and contributing to nighttime hypoglycemia; education was provided on meal announcements and the contact agreed to discuss resetting the ilet with the patient. Symptoms included hypoglycemia without reported associated signs, as the reporter was not with the patient. Outcomes included self-treatment with oral glucose. Investigation included review of available data and troubleshooting with user education. Investigation of this case revealed user-related meal announcement practices inconsistent with intended use, which likely contributed to the event. It was concluded that device performance was consistent with design and the event was attributable to user interaction and education needs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.